Event description:
It was reported that no capture and a slow decline in sensing was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2022 and replaced. The patient was stable before, during and following the procedure.